Event description:
An endeavor sprint rapid exchange (rx) drug eluting stent was implanted in the left main during index procedure. Pts current cardiac status was unstable angina at 30 day, 6 month, 1 year and 1.5 year follow ups. Pt was asymptomatic / free of symptoms at 2 year and 2.5 year follow ups. It is reported that the pt expired approx 33.5 months post index procedure. No further details are available.

Manufacturer narrative:
(B)(4). Evaluation, results: (death).